Manufacturer narrative:
(B)(6).

Event description:
It was reported that a mucosa-like tissue was entangled on the delivery stem. The severely stenosed target lesion was located in the carotid artery. A 10.0-37 carotid wallstent was used for treatment. During the emergency thrombectomy procedure, the internal carotid artery was opened and intracranial artery thrombectomy was performed. However, the right internal carotid artery was still severely stenosed after re-opening. A dilation was then performed using a 40-30mm balloon catheter, but the stenosis remained, so carotid stent implantation was performed. After the stent was delivered in place, the stent could not be opened or recaptured when deployed by 50%, and repeated attempts were ineffective. A 6f non-boston scientific long sheath was sent forward about the distal end of the stent but still could not be recaptured. The stent was pulled back in the sheath as a whole to remove the stent system, and it was visible outside the patient that the stent tip was opened, but the middle stent could not be recaptured. Subsequently, a mucosa-like tissue was entangled on the delivery stem in the open part of the stent at the front end. After the entangled tissue was removed, and after repeated attempts for five times to recapture and deliver outside the patient, the stent popped out and the middle part of the stent was obviously convex. A new 9-50 stent was replaced and transported to the lesion site and the stent was well attached to the wall and accurately positioned. There were no patient complications as a result of this event.

Event description:
It was reported that a mucosa-like tissue was entangled on the delivery stem. The severely stenosed target lesion was located in the carotid artery. A 10.0-37 carotid wallstent was used for treatment. During the emergency thrombectomy procedure, the internal carotid artery was opened and intracranial artery thrombectomy was performed. However, the right internal carotid artery was still severely stenosed after re-opening. A dilation was then performed using a 40-30mm balloon catheter, but the stenosis remained, so carotid stent implantation was performed. After the stent was delivered in place, the stent could not be opened or recaptured when deployed by 50%, and repeated attempts were ineffective. A 6f non-boston scientific long sheath was sent forward about the distal end of the stent but still could not be recaptured. The stent was pulled back in the sheath as a whole to remove the stent system, and it was visible outside the patient that the stent tip was opened, but the middle stent could not be recaptured. Subsequently, a mucosa-like tissue was entangled on the delivery stem in the open part of the stent at the front end. After the entangled tissue was removed, and after repeated attempts for five times to recapture and deliver outside the patient, the stent popped out and the middle part of the stent was obviously convex. A new 9-50 stent was replaced and transported to the lesion site and the stent was well attached to the wall and accurately positioned. There were no patient complications as a result of this event. It was further reported that the lesion was 75% stenosed, mildly tortuous and mildly calcified. Moreover, vessel trauma may have occurred in the patient.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluation by manufacturer: the carotid wallstent device was received for analysis. A visual and tactile examination identified no issues with the shaft of the device. The stent already deployed from the delivery system. No issues noted with deployed stent. No issues noted with stent cup or stent holder. This concludes the product analysis.